Event description:
It was reported through a service report that the inner and outer siderail panels were cracked. No adverse consequences were reported.

Manufacturer narrative:
Result: side rail panels.